Event description:
It was reported that the patient with this artificial urinary sphincter had noticed increased urinary leakage. He noted that he hears a swooshing sound when the pump is squeezed and his urine stream seems weaker, making voiding difficult. He stated that, following a recent procedure to remove kidney stones, he was told the doctor used the wrong size cystoscope. The patient services consultant referred him to his physician for device evaluation. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter had noticed increased urinary leakage. He noted that he hears a swooshing sound when the pump is squeezed and his urine stream seems weaker, making voiding difficult. He stated that, following a recent procedure to remove kidney stones, he was told the doctor used the wrong size cystoscope. The patient services consultant referred him to his physician for device evaluation. No additional patient complications were reported.